Event description:
Pt reported that he experienced elevated blood glucose from (B)(6) 2011 - (B)(6) 2011, and he believes the insulin delivery of the infusion device is too low. Pt had a cold 2 weeks ago but did not experience any blood glucose concerns. Blood glucose was 260 mg/dl on (B)(6) 2011 at 12:11 am, 220 mg/dl at 6:31 am, 242 mg/dl at 9:48 am, 245 mg/dl at 2:03 pm, 344 mg/dl at 4:06 pm, and 309 mg/dl at 4:49 pm. Pt increased his basal rate to 150%, and blood glucose was 181 mg/dl at 6:02 pm, 159 mg/dl at 7:00 pm, 165 mg/dl at 9:26 pm, 155 mg/dl at 10:12 pm, and 161 mg/dl at 11:06 pm. Pt delivered insulin through the infusion device as a correction. Blood glucose remained elevated between 236 - 362 mg/dl on (B)(6) 2011. Pt changed to the backup infusion device using the same basal rates on (B)(6) 2011 at 7:30 pm, and his blood glucose was 79 mg/dl at 8:00 pm, 111 mg/dl at 9:30 pm, and 160 mg/dl at 10:58 pm. The infusion device was not exposed to water or electromagnetic fields. Pt's normal blood glucose is 100 - 150 mg/dl. The infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.